Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4)

Event description:
It was reported that during an attempted implant, it was noted that atrial oversensing occurred intermittently each time the right atrial (ra) lead was placed into the header. The atrial lead pin was removed twice and tested within normal parameters. The ra lead was reinserted into the header of the device, however oversensing was still detected by the device. The device was removed and replaced successfully. The ra lead remains in use. No patient complications have been reported as a result of this event.